Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "white screen" which was visually verified during evaluation. The cause was identified to be a failing processor printed circuit board (pcb) which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump could not use due to white screen. The event was found in the biomed laboratory. There was no patient involvement. No additional information is available.